Manufacturer narrative:
The norm-o-temp system is composed of a heater, circulating pump, and blankets/pads. It is intended for use by appropriately trained healthcare professionals in clinical environments. The maxi-therm lite blanket is labeled for single use.

Event description:
Pt developed tissue injury alleged to be 2nd degree burns as a result of an eight hour surgical abdominal aortic aneurysm (aaa) stenting procedure where the pt was immobile in a supine position with legs in the "frogged" position (no pt rotation). Damage occurred at four contact points [posterior lateral knee (both l&r) and posterior lateral heel (both l&r)]. The csz maxi-therm lite blanket was under a sheet and on top of gel rolls that were under the knees of the pt. Silvadene topical cream prescribed to pt - no surgical intervention required. The csz norm-o-temp unit temperature was set at 42c for the duration of the eight hour procedure. Associated csz devices: csz norm-o-temp model 111w (115v) used in conjunction with a maxi-therm lite blanket model 876. (B)(4).